Event description:
It was reported that this patient was working on a tractor, when experienced an inappropriate shock, from this subcutaneous implantable cardioverter defibrillator (s-ICD) device, due to over-sensing of noise. A request was made to have data from this device analyzed. Review of device data confirmed over-sensing of myopotentials, which indirectly led to the inadequate shock delivery, as oversensing has led to a faster detection profile. In this mid-rate profile, a t-wave over-sensing occurred even after the absence of further myopotentials. The risk of a twos will continue regardless of the gain chosen, as the r-wave amplitude is very low and the r/t ratio is only around 2. In the slow-rate (dissimilar peaks) profile, the t-wave is still below the sensitivity threshold, because we have a particularly long ctp1 here, which includes the t-wave and thus the sensitivity only drops significantly after the t-wave. Rhythmcare provided recommendations for troubleshooting and programming options. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.